Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a critical pump error alarm. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unable to verify critical pump error alarm due to blank display.